Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parents reported via phone call that the insulin pump screen was not able to read due to damage. The customer's blood glucose value was 73 mg/dl. The customer reported that the insulin pump was dropped sometimes. The location of damage was battery compartment. Customer advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to a backup plan. The insulin pump will not be returned for analysis.